Event description:
It was reported that total right hip revision due to infection.

Manufacturer narrative:
An event regarding infection involving an adm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology reports, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that total right hip revision due to infection.

Manufacturer narrative:
Additional devices listed in this report: cat # 6260-5-328, lot # 48394701, description: 28mm +8 v40 taper vit head, cat # 626-00-42e, lot # 49275002, description modular dual mobility insert, cat # 502-03-54e, lot # mnpyr3, description: primary tritanium hemi cluster hole cup 54mm, cat # 6276-7-016, lot # caxr110c, description: mod con dist stem 16 x 155 mm, cat # 6276-1-023, lot # 46801201, description: 23mm mod rev hip body/bolt stdcomponent level 9006-1-023, cat # 2030-6530-1, lot # mnj2we, description: 6.5 cancellous bone screw 30mm, cat # 2030-6540-1, lot # mnjn7x, description: 6.5 cancellous bone screw 40mm, cat # 2030-6535-1, lot # mnkwdj & mnlm8w, description: 6.5 cancellous bone screw 35mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that no further info will be given due to patient confidentially. Patient retained device.